Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of the medical records for MDR reportability, the distal femoral component rotated laterally approximately 90 degrees but well fixed. Update 8-7-2017: medical records have been reviewed. Revision due to mild rotation of the femoral component affecting the right revision rotating platform hinge knee occurred on (B)(6) 2017. Radiographs revealed a rotated femoral component. Surgeon noted in the inter-operative notes that the femoral component was rotated 90 degrees externally but well fixed. The tibial component was well fixed as well as the patellar component. The polyethylene liner was impacted. The stability of the knee replacement was deficient due to mild rotation of the femoral component. The femoral component and the polyethylene tibial liner hinge construct was revised. The procedure was completed without complication noted by the surgeon. Please take note, a two-stage revision due to infection is indicated within the medical records that occurred on (B)(6)2015. However, at this time, it is unknown if depuy products were implanted prior to the (B)(6) 2015 infection and revision. If further information is received, this will be re-evaluated. Due to the surgeon indicating the femoral component was well fixed but externally rotated 90 degrees, it has been coded as malpositioning. Updated 8-31-2017. Update 8/7/2017: after review of the medical records and email notification again, the part/lot is being updated for the femoral component and insert placed on (B)(6) 2015. The femoral adapter sleeve is also being added to the complaint. Strange gait was also noted. This complaint was updated on: 9/5/2017.